Manufacturer narrative:
Evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (code 204) has been confirmed. Upon evaluation, both pieces of equipment were found to be defective, causing the code 204/communication errors. The trunk connector was broken on the belt. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was also not able to stay securely connected to the monitor due to a loose connector. The root cause of the loose connector on the monitor cannot be positively identified. No adverse event resulted from the broken trunk connector or loose monitor connector. The patient received a replacement electrode belt and monitor. Monitor sn (B)(4): 03/2011. Electrode belt sn (B)(4): (B)(6) 2010.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor is displaying a service code 204. The patient was issued a replacement electrode belt and monitor.